Event description:
Due to mercury on my teeth, there was a time that the mercury mobilized to my brain and organs from the fat, because I lost a lot of weight; the fat did protect me. It is been 6 years doing all that is possible to clean the toxicity that generated over 38 symptoms. My life dramatically changed and I was very making it to work and spend a lot of money in taking care of my health.